Manufacturer narrative:
The device sample is not available for investigation. A f/u report will be sent when investigation is completed.

Event description:
Complaint alleges that the device broke at the welding during first use. The broken pieces were recovered. The pieces did not fall into incision. No reported pt consequence.